Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 3. The drain volume was 3749 milliliters (ml).the programmed fill volume was 2200ml. This event meets overfill criteria. On (B)(6) 2010, product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse stated that the patient was doing well on the new cycler. No patient injury or medical intervention was reported.

Event description:
It was reported by the patient that the patient underwent a spinal fusion surgery. The patient reported that a screw had snapped off in the patient's lower back some time post-op. No additional patient complications have been reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). The device was returned and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. Once made operational the device met the remainder of the rite functional test specifications. The device was determined to meet specifications relative to the iipv found in the logs. The cause of the iipv found in the device logs was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).